Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented with noise, oversensing and inappropriate shock therapy. The lead was reported to have been fractured. Pacing impedances were greater than 2000 ohms and shock impedances were greater than 125 ohms. The patient was seen for a lead revision procedure where the lead was attempted to be explanted. During the attempt, the lead pulled apart and the distal end of the lead remained in the patient's heart. A new lead was then successfully implanted. The lead has been returned for analysis. There were no adverse patient effects reported..

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned segment of the lead was thoroughly inspected and analyzed. Only the proximal segment of the lead was returned which had been severed 11 centimeters from the is-1 pin. The returned segment of the lead was determined to have been electrically continuous. The clinical observations were not able to be confirmed as only a small portion of the lead was returned.